Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the reservoir tube window corner, and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump experienced an delivery anomaly during bolus. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.